Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Pt self tester called alleging receiving discrepant inratio values - correlation issue. On (B)(6) 2014: first test 1.8, 2nd test 4.0; 3rd test 3.1. Each test immediately followed the preceding test. Pt's therapeutic range 2.5 - 3.5. Even though the inratio value of 3.1 was within the pt's therapeutic range, pt's doctor lowered her warfarin dosage to half of pill on (B)(6) 2014 after a 3.1 inratio value was received. Warfarin was increased back to one pill on (B)(6) 2014.